Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The UDI number is unknown as model# oev261h has been discontinued. Additionally, the manufacturing date cannot be identified because the serial/lot number is unknown as a result of device discontinuation which in turn affects the ability to review production records in particular sales and distribution records. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device has not been returned for evaluation and an investigation was conducted based on the obtained information, but a cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high definition lcd monitor did not power up. The issue was found during reprocessing. It was noted that the cleaning crew had unplugged the cord and the issue resolved after it was reconnected. There were no reports of patient harm associated with this event.